Manufacturer narrative:
Section b5: during the investigation of the recent revision captured in case-2021-00004089 it was discovered that the patient had a previous revision of the acetabular liner and femoral head approximately 5 months after the index surgery for an unknown reason (h3) the reason for the revision reported was not provided but was likely the result of instability or infection based upon review of the length of implantation and devices revised. However, this cannot be confirmed as no information was provided and the devices were not available for evaluation. An adverse event appears to have occurred but there is not yet enough information available to classify the device problem.

Manufacturer narrative:
Concomitant medical products: cocr fem head 28mm +0 offset 12/14 (cat# 142-28-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 years postop the initial r tha, the (B)(6) patient presented with a grossly unstable r hip. Surgeon believes it was because of significant poly wear. The patient received an xle version of the same poly. Patient was last known to be in stable condition following the event. The devices will not return due to facility policy.